Event description:
It was reported that the stammberger sinu-foam failed to dissolve appropriately post-operatively. The surgeon stated that the patient presented with an inflammatory reaction during a follow up appointment. The surgeon alleges that there is still undissolved sinufoam in the sinuses 2 months after the procedure. No details were provided regarding the post operative care or maintenance.